Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 359 mg/dl after dinner while on therapy, in the setting of a recent steroid injection; the user reported no device alarms and no observed infusion set issues and was advised to change supplies and, if taking manual insulin, to disconnect from the ilet for two hours before reconnecting. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or signs of diabetic ketoacidosis. Outcomes included self-management at home without medical intervention or assistance and subsequent return of glucose toward range. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed no device malfunction reported and a plausible confounding factor of steroid use. It was concluded that the hyperglycemia was not attributable to a confirmed device failure and that the event was consistent with known effects of corticosteroids on glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.